Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press, making the pump difficult to control. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to properly press the button and assisted with removing the pump from its case, but the issue persisted, leading them to approve a replacement pump.